Manufacturer narrative:
H-6 conclusion code: medical review indicates that the instructions for use (IFU) state, "incision placement and needle passage near the midline and close to the back of the pubic bone are important to avoid anatomic structures in the inguinal area and lateral pelvic sidewall". The internal iliac artery/obturator artery passe antero-inferiorly on the lateral wall of the pelvis, to the upper part of the obturator foramen, and escape from the pelvic cavity through the obturator canal. The fact that the vessel was later found injured indicates that the operating physician might have passed the left trocar towards the lateral side of the pelvis rather than following the IFU to direct the introducer medically. Variations in the arteries in the pelvic vicinity, although rare, may also contribute to such an injury. There is no indication that the device (including the introducer) itself performed other than expected in the procedure. Based on the available info, we do not believe our product is directly related to the reported event. Rather, the operating physician's technique and/or the pt's arterial anatomic characteristics are the likely contributors to the reported event.